Manufacturer narrative:
Failure analysis noted that the pump was received with a cracked reservoir tube lip and cracked battery tube threads noted. The pump passed prime/ compromised force sensor, displacement and basic occlusion test. The pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during testing. Analysis was unable to confirm motor position encoder error alarm in alarm history due to overwritten history files. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 320 mg/dl. It is unknown if the pump was exposed to a high magnetic field or if the pump passed the displacement test. The insulin pump was not damaged and the drive support cap is not damaged. The customer stated there was a motor position encoder error alarm noted in the history. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.